Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product code and lot code required in searching the complaint database were not provided. The investigation could not draw any conclusions about the reported event without the product to examine and insufficient product info. Provided info stated the cement technique was a contributing factor and the product was not suspected of failing to meet specifications or being a contributing factor to the event. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.

Event description:
Patient was revised to address femoral loosening due to poor cement technique. The implant only had cement on the posterior surface. The pegs were clean. The cement remained bonded to the bone. Depuy cement was used at the time of implantation.